Manufacturer narrative:
Occupation is patient/consumer. The test strips were requested for investigation. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2022: the patient's meter result was 3.5 inr. The patient's laboratory result was 2.4 inr. On (B)(6) 2022: the patient's meter result was 3.4 inr. The patient's laboratory result was 2.2 inr. On (B)(6) 2022: the patient's meter result was 3.2 inr. The patient's laboratory result was 2.4 inr. Each comparison was done within 10 minutes. The patient's therapeutic range is 2.5 - 3.5 inr and they test weekly.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.